Event description:
During a scheduled testing of backup generator for annual survey, emergency power did not roll over. Mattress deflated with the pt in the bed. Pt was engulfed in the mattress. Staff intervened and removed pt. Caller concerned of potential harm to pt if staff not available. Pt was not harmed, but did experience fear.